Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead became extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned still inserted in the catheter. Visual inspection has shown the catheter tip was mis-shape, and the catheter shaft was kinked. The lead was able to remove from the catheter to perform visual inspection. Kink was observed on the proximal conductor. There was cosmetic twist to kink on the outer insulation. The helix looks fine with tissue on it. Because the returned catheter was kinked, the analyst using a sample catheter to test the lead. The lead could not pass through the catheter any further due to the insulation kinked. All these finding lead us to conclude that during the procedure, somehow the catheter kink was occured, this may increase the amount of torque to rotate the lead body at the time helix deployment, and that could damage the insulation and the conductor of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead and sheath could not be used during the implant procedure. An alternate lead and sheath were used. No patient complications have been reported as a result of this event.